Event description:
MFR received a report from a nursing home alleging that a pt was left in the bed with the rail in the up position. The pt was allegedly found later on the floor entangled in the bed rail with a broken arm. A report was also submitted from the FDA.